Event description:
Additional information received per the medical records indicate that the patient has a history of blood clots and blocked leg artery, severe thrombus burden in left cia and below the knee vessels, left anterior tibial had small diffusely diseased vessel that was occluded with thrombus in its proximal portion and the left tibial peroneal trunk was occluded with thrombus. Three days prior to the filter implantation, surgical mechanical removal of thrombus was attempted. The left ankle and foot were wrapped and the left foot toes were black at the time of the filter implantation procedure. The filter was deployed via the patient's right femoral vein. It was placed below the renal arteries without any apparent complications. After the filter was implanted a left leg runoff procedure was done. The medical records state that the patient may possibly lose at least part of her foot due to recent pre-implant surgery, chronicity of thrombus and the suspicion of a clotting disorder.   Additional information received per the patient profile form (ppf) states that the patient experienced fractured filter struts outside the inferior vena cava (ivc) and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years and eight months after the index procedure. Approximately nine years and four months after the index procedure the patient had a prolonged balloon angioplasty using 18 mm balloon. The patient has also experienced abdominal pain, mental anguish and anxiety due to two (2) remaining pieces of the filter that were not removed.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, perforation, fracture, filter removal and unretrieved fragments. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of blood clots and blocked leg artery, severe thrombus burden in left cia and below the knee vessels, left anterior tibial had small diffusely diseased vessel that was occluded with thrombus in its proximal portion and the left tibial peroneal trunk was occluded with thrombus. Three days prior to the filter implantation, surgical mechanical removal of thrombus was attempted. The left ankle and foot were wrapped and the left foot toes were black at the time of the filter implantation procedure. The filter was deployed via the patient's right femoral vein. It was placed below the renal arteries without any apparent complications. After the filter was implanted a left leg runoff procedure was done. The medical records state that the patient may possibly lose at least part of her foot due to recent pre-implant surgery, chronicity of thrombus and the suspicion of a clotting disorder. Additional information received per the patient profile form (ppf) states that the patient experienced fractured filter struts outside the inferior vena cava (ivc) and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years and eight months after the index procedure. Approximately nine years and four months after the index procedure the patient had a prolonged balloon angioplasty using 18 mm balloon. The patient has also experienced abdominal pain, mental anguish and anxiety due to two (2) remaining pieces of the filter that were not removed. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿filter-fractured - in patient, inferior vena cava perforation, pain and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ the complaint also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported fracture or perforation could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Neither the phr or the limited information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture, filter removal and unretrieved fragments. The indication for the filter placement, procedural details and medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, fracture, filter removal and unretrieved fragments. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.